Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini had a power issue related to the battery indicator and also a display issue where they ¿saw eights in the background of the meter¿. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the products issues began ¿sometime in (B)(6)¿. The patient manages their diabetes with pills, diet and exercise. The patient did not make any changes to their usual diabetes management regimen in response to the alleged issue and reported taking their usual dose of medication, specifically 10mg of amlodipine and ¿eesylte¿. The patient reported developing symptoms of ¿dizzy, feeling feverish and sweaty¿ sometime after the product issue began. The patient did not report any treatment for these symptoms. At the time of troubleshooting the csr determined that the battery needed to be replaced on the subject meter. The display issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.